Event description:
Medtronic received info that this transcatheter pulmonary valved conduit (tcv), implanted 1 year, was stenotic with a gradient of 44 mmhg. Fluoroscopic examination prior to catheter intervention revealed a type ii fracture of the proximal strut, which separated from the tcv frame and was located in the appex of the right ventricle. It was reported that the separated stent appeared stable and non-movable. A second tcv was successfully placed resulting in a peak rvot gradient of 10mmhg.

Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the conduit for evaluation/analysis, the root cause of the fracture cannot be determined.